Event description:
Pt reported numbness and coldness in his hands after implant. The pt reportedly was evaluated by several physicians. Pt's leads were explanted. Pt expressed pain relief after leads were removed but still has numbness.